Event description:
It was further reported that the patient expired on support.

Manufacturer narrative:
B1-adverse event b2-selected death and added date of death. B5-additional details provided states that the patient expired while on support. H6-clinical code 4580, impact code 1802. H10-medical safety officer (mso) review. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ it was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and although the cause of death is provided and noted as multiple organ failure (mof), it cannot be said that the loss/lack of hemodynamic support had nothing to do with the final outcome. There is not enough evidence to excluded the impella as an associated factor to the outcome. H1-updated to death.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical states that the pump was pulled out into ventricle when the patient was changing position for an x-ray. Pump was explanted and replaced with another pump. As per the clinical information provided, the root cause of the positioning issue was most likely use related due to improper technique. B1 product problem was inadvertently omitted on manufacturer device report number 1220648-2025-27978-1. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27978.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient had an impella 5.5 pump placed for support during a high-risk procedure. The pump was supporting for six days when accidentally the pump was pulled out of position. The pump was not re-delivered across the valve to the left ventricle so the pump was explanted and replaced. Further details were received stating that the patient expired due to a cause unrelated to the pump.